Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1998. On (B)(6), 2010, liver function tests were performed and recorded. On (B)(6), 2010 baseline biliary obstructive symptoms were assessed as negative. On (B)(6),2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to the procedure and the stricture had been previously dilated with two plastic stents, which were removed prior to the placement of the study stent. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6), 2010. On (B)(6), 2011, the study stent was removed during a per protocol removal. On (B)(6), 2011, the patient presented with choledocholithiasis. Per the investigator, this event was unrelated to the study stent. On (B)(6), 2011, the patient was hospitalized to undergo an elective treatment for the choledocholithiasis. On (B)(6), 2011, the choledocholithiasis was diagnosed by ultrasound. During an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat the choledocholithiasis, a recurrent stricture was noted within the original location of the common bile duct. The patient underwent endoscopic intervention for the recurrent stricture, consisting of sludge removal, dilatation and placement of a new stent. Attempts have been made to obtain the patient's current condition; however, they have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.